Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking on second day of insertion in the abdomen. Patient did not know the cause of the product not adhering. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united arab emirates.